Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was observed the leadless pacemaker had exhibited an inappropriate magnet response event. It was unknown why this occurred. The device was functioning normally otherwise. The patient was stable.